Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was jammed and it won't closed, its latch screws was missing. The customer reported user unable to give medication to patient during malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was jammed and it won't closed, its latch screws was missing. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the latch was missing screws. A field service engineer replaced missing screws and verified that drawer was closing correctly. Fse then tested in hardware test application, and all worked properly. The system functioned as intended after the field service engineer repaired the device.